Event description:
It was reported that a novum iq large volume pump was not infusing. This was observed during pump use on the neuroscience intensive care unit (nsicu); however, it was not specified if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was not received for evaluation. A review of device history revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed and while no infusion parameters were reported, on the event date the last infusion attempted to run at 999ml/hour at 15:33. Flow was not confirmed, and the user stopped the pump. The infusion prior to this had a time stamp of 16:50 on the day prior to the event. Based on this, the reported problem is potentially within scope of the low to high flow transition failure of under infusion resulting from tubing sitting in pump for extended periods of time. No standbys or excessive alarms were revealed. While the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.